Manufacturer narrative:
The reported event of inadequate insertion was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Visual inspection of header revealed no anomalies. Analysis revealed no connection anomalies. Electrical and mechanical tests performed did not identify any functional issues.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) header and lead were not sitting flush. This ICD was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.